Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the defelectable videoscope displayed a green screen. The issue occurred during a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that the defelectable videoscope displayed a green screen was confirmed. Based on the results of the investigation, it is likely that the event occurred due to image sensor unit was damaged during user handling and damage on ccd unit in endoscope connector which cause the improper color tone of the image. (Image was magenta or green only). However, a definitive root cause of the event could not be identified. The instruction manual states the inspection method associated with the event in "operation manual for ltf-s190-10 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. Additional inspection information was provided stating the image noise was confirmed. A definitive cause was not established however possible causes include the following: ¿dust or foreign material may have adhered to electrical contacts at video connector which caused unstable connection. The unstable electrical connection possibly led to breakage of circuit boards in video connector. Bad electrical connection may have occurred by accumulated electrical stress applied to electrical circuit boards and mounted parts in video connector by energizing, over current accidentally occurred by static electricity or attachment/detachment while the system was on, or the like. Subsequently, signal output became unstable which led to breakage of circuit boards of the video connector. Over current may have been due to attachment/detachment while the system was on, over current of other instrument and electrical wire, dust and moisture adhered to electrical contacts at the system and the connector.¿.